Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the reporter on october 22, 2010 and obtained the following information. The patient manages her diabetes with lantus insulin (10 units 2xday) and apidra insulin (10 units 3xday). The patient usually tests her blood glucose 3x a day prior to her meals. The alleged the issue began on (B)(6) 2010 at 730am. After the issue began, the patient continued to take her usual dose of lantus and apidra insulin in the morning; however, the reporter claimed the patient skipped her apridra insulin at lunch time. Approximately at 5pm the same day, the patient felt symptoms of shaky and dizzy. By 730pm that same day, the reporter claimed the patient obtained a blood glucose result of "40 mg/dl" on another device. The reporter stated the patient took a glucose gel/ tablet and felt better. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.